Event description:
Event description event description cpi received information that this implantable pulse generator (ipg) reported a battery voltage of 75% remaining approximately ten months post-implant. One month later, the battery voltage indicated 50% remaining.